Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she had treated with a bolus and her blood glucose went up to over 500 mg/dl. Customer's stated blood glucose at the time of the incident was 539 mg/dl. Customer wasn't home and didn't have supplies to perform troubleshooting. She stated she would call back once she was home.